Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient "I had a total knee replacement in (B)(6) 2013, with the stryker implant and I still can't walk good and am in constant pain. Dr. (B)(6) said there was nothing wrong with it so I went to another doctor. The dr. Had a bone scan done on it. It is loose and on the wrong plane."